Event description:
It was alleged that byte¿s products have caused a broad range of complications, including but not limited to, allergic reactions, bite misalignment, bone loss, breaking and chipping of teeth, cutting of gums due to aligners¿ sharp edges, facial swelling and abscess in mouth, gum recession, necrosis, tooth fractures, and worsening of patient bite. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.